Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral compression fracture (vcf) and underwent balloon kyphoplasty (bkp) surgery at t12 - l1 levels. During surgery, the balloon ruptured during inflation. The contrast media leaked into the patient. The patient was not allergic to contrast media. The product came in contact with the patient. No allergic reactions occurred. No patient complications were reported.